Event description:
It was reported to philips that the allura system was unable to make x-rays. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and re-created the image store to clean the image drives which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the diagnostic procedure was performed when the issue happened. The procedure was delayed by 5 minutes, and it completed by after deleting old exams. The field service engineer (fse) inspected system onsite and found system was unable to make x-rays. After reviewing log file fse found there is multiple entries of the ippc computer having issues. Upon troubleshooting fse performed download of board software to ippc computer and re-create image store to clean image drive. One (B)(6) 2023 the same issue happened and there fse replaced the ippc. The cause of the ip pc failure could not be conclusively determined by the supplier's part analysis. The codes were updated based on the investigation outcome.